Manufacturer narrative:
(B)(4). D6a: exact implant date unknown, but noted to be sometime in 1997. D10: item# unk nexgen tibial baseplate, size 9; lot# unknown. Item# unk ps insert; lot# unknown. H6: proposed component code - mechanical (g04) - femur. No product was returned or pictures provided of the plate, only pictures of the bearing; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the tibial implant is loose and there is varus malalignment of the knee. Femoral implant fit is maintained despite anterior flange osteolysis. Bone quality is markedly osteopenic. No implant disassociation is identified but the implant loosening and malalignment would likely require implant revision. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Complaint is confirmed based off the mmi review confirming the reported event. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately twenty-seven (27) years post-implantation due to loosening of the tibial tray. During the revision, only the tibial tray and ps insert were revised, and it was noted the poly was only revised since the tibial tray was being replaced but nothing was reported wrong with the insert itself. X-rays were reviewed by a healthcare professional and identified osteolysis around the femoral component. Attempts have been made and no further information has been provided.